Manufacturer narrative:
An investigation was performed based on the received complaint. Arjohuntleigh has become aware of a customer complaint related to incident involving maxi sky 600 ceiling lift. Following the information reported, when the user was moving the ceiling lift through the installation rail, the device hit the end-point of the track, causing that the lower plastic cover of the device casing unhooked, allowing the battery to fall down. The patient was reported to be struck on forehead by the battery. The user's head was cut, he received 5 staples but fortunately no concussion was reported. When reviewing the reportable events registered for maxi sky 600 and similar ceiling lifts, in the last 5 years (jan 2012 up to apr 2017) we have found no similar complaint directly related to the battery fell out of the ceiling lift. This complaint appears to be an isolated occurrence. Ceiling lift device is equipped with two lead acid batteries that deliver bulk power to the motor. As per device design, they are inserted into ceiling lift casing , connected with the device wires, and supported by the screws and battery holder to stay in correct place of the ceiling lift even if the cover is removed. During inspection of the device it was unable to locate the battery support bracket and screws, so it is possible that the fitting of the battery inside the device was inadequate. Service procedure - replacing the batteries included in the technical manual 001.14155.33 rev.7 clearly states that after battery replacement that support plate should be screwed. In the light of information provided by technician, it is possible that he might have forgotten to re-install it during the last service completed in december 2016. The identified cause of the incident is therefore considered to be an incorrect maintenance activity, related to inadequate installation of the battery by the technician. In summary, the device was being used at the time of the event and played a role in the reported incident. The device battery was disconnected from the device casing and from that perspective, the device was not up to specifications at the time of the incident. The complaint decided to be reportable based on the actual outcome of the incident - the resident received serious injury, the staples were required to close wound.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2017, arjohuntleigh received a customer complaint related to incident involving maxi sky 600 ceiling lift. It was reported that "a student was moving too fast along the walking track and the motor banged in to the track end stopper. As a result of the abrupt stop (crash), the motor battery was dislodged and struck the student." The user's head was cut after the battery fell out of the ceiling lift, the user received 5 staples on his head. No concussion was reported.